Manufacturer narrative:
(B)(4). The customer returned the meter with serial number (B)(4) and test strips with serial number (B)(4). The complaint is under investigation and a follow up report will be filed once the investigation is complete. It should be noted, the customer reported squeezing the test site excessively prior to obtaining a result.

Event description:
Customer reported receiving erratic readings on her precision xtra/optium blood glucose meter. The customer obtained readings of 72 mg/dl, 301 mg/dl and 338 mg/dl within a ten minute timeframe and the tests were performed on the finger. When plotting the readings against the average on a parkes error grid, the results fell in the "a", "b" and "c" zones. The "c" zone result shows the difference in readings to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.